Event description:
Nyicu nursery ICU rn noted tpn fluid on infant's linens. Upon examination, the rn found that the buff cap was cracked (attached to the PICC line). The buff cap was changed using sterile technique. There was no harm to the infant.======================manufacturer response for buffalo cap, carefusion (per site reporter).======================this was the second of (4) buff cap events on the same nyicu unit and the company was made aware and is investigating. All of the malfunctioning buff caps were removed from this omnicell drawer and were from the same/presumed lot# as listed. The company rep took all of the suspect buff caps and new buff caps from a different lot# were placed in the omnicell drawer.